Event description:
Investigator reported that the previously reported revascularization performed approximately 3 months post procedure was possibly related to the device and procedure. Amputation was reported to have been performed on the right limb above the knee approximately 15 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Event description:
An amphirion deep pta balloon dilatation catheter was used to perform revascularization in a previously treated lesion located in the peroneal artery of the right leg. It was reported that the patient experienced blood loss requiring a transfusion approximately (B)(6) months post index procedure. Patient death was reported approximately (B)(6) months post index procedure following two episodes of ventricular tachycardia. Cause of death was reported as worsening of common health status. Relationship between the device and the event is unknown. Ref MFR # 3004066202-2012-00015, 3004066202-2012-00016, 3004066202-2012-00017

Manufacturer narrative:
(B)(4) - inherent risk of procedure (hemorrhage and death).

Manufacturer narrative:
The investigator updated the outcome of the previously reported blood loss to ongoing and not related to the study device or procedure.